Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the pcu had several keys not working was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, unit is under warranty and customer would like to send in for warranty repair. Transferred customer to repair team for further assistance. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu had several keys not working. There was no patient involvement.